Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"A non-smoking 46-year-old male 181cm tall, weighing 92kg. Was admitted to hospital on (B)(6) 2023 and treated on (B)(6) 2023. The patient had a history of hypertension (onset date unknown- ongoing). The patient was previously treated with thoraflex hybrid and gelweave bifurcate device on (B)(6) 2023) and gelweave tube on (B)(6) 2013). The patient suffers falls under asa class iii patient with systemic disease and co-morbidity score of 0.2. The patient is on aspirin. The patient was treated via elective surgery with a relay plus nbs device to treat chronic aortic dissection >90 days (elongated thoracoabdominal aortic dissection) as part of a primary extension procedure (distally). Access was gained via percutaneous cut down of left and right common arteries- there was no artery coverage. No endoleaks, adverse events or device deficiencies were reported at the end of the procedure. On (B)(6) 2023, an endoleak type IV at connection stent graft (radiologically proven was identified) it was reported as undetermined whether related to device or procedure. No actions were taken- the event is ongoing. The patient was discharged on (B)(6) 2023 following 10 days in hospital to pre-op living conditions. On (B)(6) 2023, the site identified an increase in size of the descending aorta with continued perfusion of the false lumen dd endoleak type IV, surgery was planned. The event is reported by site as serious, related to the procedure, undetermined whether related to the device and ongoing." Patient outcome: "patient died on (B)(6) 2024 - no further information provided by site."

Event description:
"An non-smoking 46-year-old male 181cm tall, weighing 92kg. Was admitted to hospital on (B)(6) 2023 and treated on (B)(6) 2023. The patient had a history of hypertension (onset date unknown- ongoing). The patient was previously treated with thoraflex hybrid and gelweave bifurcate device on (B)(6) 2023) and gelweave tube on (B)(6) 2013). The patient suffers falls under asa class iii patient with systemic disease and co-morbidity score of 0.2. The patient is on aspirin. The patient was treated via elective surgery with a relay plus nbs device to treat chronic aortic dissection>90 days (elongated thoracoabdominal aortic dissection) as part of a primary extension procedure (distally). Access was gained via percutaneous cut down of left and right common arteries- there was no artery coverage. No endoleaks, adverse events or device deficiencies were reported at the end of the procedure. On (B)(6) 2023 an endoleak type IV at connection stent graft (radiologically proven was identified) it was reported as undetermined whether related to device or procedure. No actions were taken- the event is ongoing. The patient was discharged on (B)(6)2023 following 10 days in hospital to pre-op living conditions. On (B)(6) 2023 the site identified an increase in size of the descending aorta with continued perfusion of the false lumen dd endoleak type IV, surgery was planned. The event is reported by site as serious, related to the procedure, undetermined whether related to the device and ongoing." Patient outcome: "patient died on (B)(6) 2024 - no further information provided by site"

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.